Event description:
Package was opened by a nurse on 8/29/95. She saw something dark on the gauze, so she peeled it apart even further & found 1" wide x 1/4" long black & gray looking mildew, fungus-like substance.